Event description:
The customer called to report high blood glucose levels. The customer then stated that she was hospitalized for low blood glucose levels. The customer stated that she was not coherent at the time, and the cops had to chase her down the street and take her to the hospital. The customer stated that she has been under a lot of stress since the passing of her husband. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, and no delivery alarms were found in the history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.